Manufacturer narrative:
Further information was requested but not received.

Event description:
T was reported that the right ventricular (rv) lead was explanted and replaced for an unknown reason. The patient was in stable condition. Additional information was requested, but not yet received.

Event description:
Additional information received indicated the right ventricular lead was explanted due to noise and an unspecified lead break.

Event description:
Additional information received indicated the noise that was previously reported resulted in oversensing.

Manufacturer narrative:
The reported events of lead damage and noise resulting in oversensing were confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed multiple external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasions was consistent with friction to the device can and the reported events.